Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2012, inratio2: 1.1, lab: 2.3. Therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.